Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that the devices become clogged. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photos were provided. Upon visual inspection of the photos, revealed that the devices were intact inside of the plastic bag, did not present any physical damage . A manufacturing record evaluation was performed for the finished device lot number: [u2006083], and no non-conformances were identified. The complaint reported cannot confirmed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device [u2006083] number, and no non-conformances were identified.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in that during a shoulder arthroscopy, acromioplasty / rotator cuff repair procedure on (B)(6) 2020, it was observed that the vapr tripolar 90 suction electrode device was clogged. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.